Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's medical history included pregnancy, gravida ii and parity 3. On (B)(6) 2010, the patient had essure inserted. In april 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts,"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("the date of the birth for each live birth: (B)(6) 2005, (B)(6) 2010, (B)(6) 2011 (as reported)") and experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems- vag. Infect.") And nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, nausea and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010. Received treatment for ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2019: pfs received: case become incident: new events: ovarian cyst, pregnancy with contraceptive device, device ineffective were added. Reporter, medical history was added based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') in a 23-year-old female patient who had essure (batch no. (58662, 58661)-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's medical history included pregnancy, multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("the date of the birth for each live birth: (B)(6) 2005, (B)(6) 2010, (B)(6) 2011 (as reported)") and experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems- vag. Infect.") And nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, nausea and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010. Received treatment for ovarian cyst lot numbers reported (58662 & 58661) are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') in a 23-year-old female patient who had essure (batch no. (58662, 58661-inv)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's medical history included pregnancy, multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("the date of the birth for each live birth: (B)(6) 2005, (B)(6) 2010, (B)(6) 2011 (as reported)") and experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems- vag. Infect.") And nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, nausea and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010 and (B)(6) 2010, (B)(6) 2010. Received treatment for ovarian cyst. Lot numbers reported (58662 & 58661) are invalid. Most recent follow-up information incorporated above includes: on 4-may-2021: update of information (batch is not valid). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain') in a 23-year-old female patient who had essure (batch no. 58662, 58661) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed" and device ineffective "device ineffective". The patient's medical history included pregnancy, multigravida and parity 3. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder or condition: ovarian cysts"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have a pregnancy with contraceptive device ("the date of the birth for each live birth: (B)(6) 2005, (B)(6) 2010, (B)(6) 2011 (as reported)") and experienced dysmenorrhoea ("chronic, dysmenorrhea (cramping)"), vaginal infection ("bladder/urinary problems- vag. Infect.") And nausea ("nausea"). The patient was treated with surgery (bilateral salpingectomy, lysis of adhesions). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, abdominal pain, vaginal infection, nausea and ovarian cyst outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, nausea, ovarian cyst, pelvic pain, pregnancy with contraceptive device and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2010, (B)(6) 2010. Received treatment for ovarian cyst most recent follow-up information incorporated above includes: on 21-apr-2021: mr received: lot number added. Reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.